Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s lead migrated per an x-ray. There were no known factors that contributed to the issue. The rep attempted to reprogram the device, but surgical intervention was performed on (B)(6) 2020, for a lead revision as well as a battery replacement. It was confirmed there was no complaint of a battery issue, but was just replaced incidentally. The issue was resolved at the time of the report. The explanted devices would not be returned for analysis due to customer refusal. It was asked but was unknown when the event occurred.